Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be located in the patient due to "possible migration or possible erosion". It was further reported that the device had "weak" telemetry. The icm remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient removed the device some time post implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent a computerized tomography (CT) scan. There was no visible device from the base of skull to mid thigh, therefore the device was assumed to have eroded without the patient's knowledge.